Event description:
It was reported that the impedance measurements were within normal limits. It was noted that the lead implant was about 4 or 5 inches away from the implantable neurostimulator (ins) and the patient experienced a tingling sensation at the pocket site. It was noted that the manufacturing representative was going to meet with the patient on the day of the report. It was further noted that the patient met with the manufacturing representative 1 week prior to the report and reprogramming was performed and had ¿dial back.¿ it was noted that the patient left feeling fine and had no tingling sensation at the pocket site until the day prior to the report. It was noted that this began 1 week prior to the report. It was noted that this tingling sensation was mostly when the stimulation was on. No patient falls or trauma was reported. It was noted that the leads were placed lower than his usual pain coverage, but the patient requested higher stimulation. Additional information received reported that the manufacturing representative met with the patient to reprogram and evaluate his system. It was noted that the impedances were well within range. It was noted that the battery site was palpated with the system on and off and the stimulation could not be reproduced. It was noted that the patient was about (B)(6) years old and ¿may have been confused.¿ it was noted that the stimulation was in his lower back and buttocks. It was noted that the stimulation was at the battery site when the patient charges his battery but this was not reproduced either.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).